Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record (DHR) found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the probable cause is likely the amount of use and age of the device (over 8 years) leading to the circuit board failure because the electronic components deteriorated.

Manufacturer narrative:
The referenced asset was returned to the service center. The evaluation found the image of the video system was unstable; freezing/flickering. The dp board was found defective and the external housing's net spacer was damaged. The video processor was repaired to standard specifications and returned to asset inventory. The asset last serviced on (B)(6) 2020 (no critical problems noted, inspection only) the investigation is ongoing; therefore, the root cause of the reported malfunction cannot be determined at this time. However, if additional information becomes available, this report will be supplemented accordingly.

Event description:
During a standard service inspection of customer returned asset, the image on the evis exera iii video system was found to be unstable; freezing/flickering. There was no report of any problems associated with the device and there was no patient injury or harm reported